Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) is causing them pain and giving them muscle cramps. They also mentioned that they had to have their ipg repositioned after it had moved from inside the pocket. The ipg also has a known ceramic capacitor leakage pathway, which could potentially cause no telemetry/output. The ipg remains in use. No further patient complications have been reported as a result of this event.